Manufacturer narrative:
(B)(4). This is a report of a home patient (hp) that had a drain volume of 3391ml with a largest prescribed fill volume of 2000ml. This meets the criteria for increased intra-peritoneal volume (iipv). The device was not returned for evaluation. A review of the device's service history record revealed no issues that may have contributed to the reported incident. The cause for the iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported a drain volume of 3391ml. During a follow-up with the home patient's (hp) nurse, the nurse stated that the hp's largest prescribed fill volume is 2000ml. The nurse added that the hp used 4.25 dianeal which would explain the large drain. The nurse stated the hp had not reported any symptoms of increased intraperitoneal volume (iipv). The nurse confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the therapy. No allegations were made against any of the hp's dialysis products. There was no patient injury or medical intervention indicated at the time of the initial report. The volumes reported fulfill the criteria consistent with iipv or an overfill event.

Manufacturer narrative:
(B)(4). The homechoice device was not returned to baxter; therefore, a device evaluation will not be performed. A follow-up report will be filed should any significant supplemental information become available.